Event description:
It was reported by the customer that while using bd phoenix¿ m50 automated microbiology system an organism which should have been susceptible was falsely resistant. At this time, it is unclear and cannot be determined whether or not this was a patient sample. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer is reporting that meropenem is coming up as resistant and the ettis/clsi says it should be susceptible"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple 510k numbers associated with this product. The information for the additional 510ks is as follows: 510k#: k020321, 510k#: k040099.

Event description:
It was reported by the customer that while using bd phoenix¿ m50 automated microbiology system an organism which should have been susceptible was falsely resistant. At this time, it is unclear and cannot be determined whether or not this was a patient sample. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer is reporting that meropenem is coming up as resistant and the ettis/clsi says it should be susceptible."

Manufacturer narrative:
H.6 investigation summary: a failure for false resistance was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that meropenem was coming up as resistant, when the ettis/clsi guidance showed it should be susceptible. This issue was reported to have occurred on one panel. Bd remote services communicated with the customer and advised that bd uses FDA guidelines for the interpretation. Bd requested further information, including the panel lot information and any lab reports from the panel of concern, but the customer advised that they would not be providing any further information. As such, the root cause was unable to be determined and this is an unconfirmed failure of a bd product. No parts were replaced as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed for this instrument and revealed no previous complaints related to incorrect results. Complaints for results are within statistical control for the month of february 2022. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-443624-aph rev 4.0 the potential risk of the reported failure mode is false resistance, which is an s3; reference row ids 2.0-2.1. H3 other text : see h.10.